Manufacturer narrative:
(B)(4); at the patient's recent device check, the patient's daughter confirmed the patient had been using a magnetic mattress, and that the mattress was removed after the device check in (B)(6). Device data was saved and submitted to technical services for review. The remaining longevity had improved to 37%, and it was confirmed no further magnet applications were recorded. The device was no longer beeping. The cause of the premature battery depletion was concluded to be due to the device beeping in the presence of a magnet; the expected remaining longevity decreased from four years to two years. It should be noted that shock therapy would not be available while the device was in the presence of a magnet. The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery remaining of 34%. A battery depletion (bd) error was noted. At the previous device check in (B)(6) 2015, the battery was 100%. Device data was submitted to technical services for review. Engineering review of the device data showed the device was detecting an abnormal amount of magnet applications and was beeping in response. Multiple magnet applications were noted in (B)(6) 2015, as well as (B)(6) 2016. Excessive magnet applications are causing the battery to deplete faster than expected. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At the patient's recent device check, the patient's daughter confirmed the patient had been using a magnetic mattress, and that the mattress was removed after the device check in (B)(6). Device data was saved and submitted to technical services for review. The remaining longevity had improved to 37%, and it was confirmed no further magnet applications were recorded. The device was no longer beeping. The cause of the premature battery depletion was concluded to be due to the device beeping in the presence of a magnet; the expected remaining longevity decreased from four years to two years. It should be noted that shock therapy would not be available while the device was in the presence of a magnet. The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery remaining of 34%. A battery depletion (bd) error was noted. At the previous device check in (B)(6) 2015, the battery was 100%. Device data was submitted to technical services for review. Engineering review of the device data showed the device was detecting an abnormal amount of magnet applications and was beeping in response. Multiple magnet applications were noted in (B)(6) 2015, as well as (B)(6) 2016. Excessive magnet applications are causing the battery to deplete faster than expected. No adverse patient effects were reported.